Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that the tasp shims exhibits signs of wear and tear suggesting repeated use. One of each of the components were disassembled / missing. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument had missing ball bearings. There was no patient involvement. No adverse events have been reported as a result of the malfunction.